Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0kngf, implanted: (B)(6) 2014, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
A patient reported she had thought one of her leads had come loose and were bothering her hip and that was false. The patient stated she went to the healthcare professional (hcp) and had it checked. The patient noted she had fallen and one her hips were out of line and she was having therapy for it and it had nothing to do with her stimulator. The patient noted she had it checked and they said it was fine and there was nothing wrong with it. The patient noted she was going to therapy for her hip and had nothing to do with the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kngf, implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient thought the lead may have come loose. It was noted the patient could not feel it ¿cross-ways under skin¿ and it was starting to stimulate their left hip. The patient was still getting good therapy. No trauma/falls were reported to have occurred that could be related to the issue. The patient recently had a brain MRI and CT scan; it was noted stim was turned off.